Manufacturer narrative:
A synergy xd mr ous 3.00 x 20 mm stent delivery system (sds) was returned for analysis. The device was returned with the stent damaged and dislodged from the balloon. A close inspection of the dislodged stent revealed that is was not expanded. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and no signs of positive pressure applied was noted. The balloon folds were not opened, and crimp markings are visible on the exposed balloon wall. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks located at different places along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a kink in the shaft polymer extrusion located at 22.1 cm proximal to the distal end of the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage and stent movement on balloon occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified vessel. A 3.00 x 20mm synergy xd drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent was lifted. When the device was removed from the patient, it was noticed that the stent was still intact with the delivery system but was about to dislodge. The procedure was completed with a different device. No patient complications were reported.